Event description:
Facility staff attempted to utilize the device for a pt code. Pt data was not reported. Reportedly, the device would not power on when the front panel on switch was actuated. A back-up device was immediately made available and used. Pt outcome was not reported, but the reporter stated the reported malfunction had no adverse impact on pt care.